Event description:
Patient underwent bilateral tubal ligation procedure utilizing bladeless trocar. Patient developed abdominal wall hematoma at trocar insertion site, which appeared to be stable at time of closure. Patient subsequently began hemorrhaging, necessitating transfer to sicu. Patient was returned to surgery where perforation of common iliac artery was identified and repaired. Patient had recovered from incident. We switched to this brand/model of trocar three months ago. A similar incident occurred a couple weeks ago but injury was minor, identified/repaired during initial procedure and did not result in patient morbidity. Several physicians have verbalized concern with this particular sized model that the blunt design of tip requires considerable force to insert, which increases chance of patient injury. Injury location strongly suggests source was trocar insertion. Have not previously experienced these complication prior to change in trocar model. Until etiology of problem, product design vs user error, is determined, we will no longer use this particular size model in main port. Manufacturer is aware, will investigate/rectify problem; provide additional instructions on use.